Event description:
The device was used during a lavh ez35w. Black handle may have been squeezed first, resulting in a lockout. The device was opened and removed from the sterile field. A second ez35w was introduced to complete the procedure. There was no pt consequence.